Event description:
It was reported that the t:slim x2 pump battery would not charge, and the screen was dark with no power indication, even after attempts to charge it using different wall adapters and cables. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump, and the caller was instructed to allow the battery to fully deplete before returning it with a pre-paid label. The customer currently had no backup insulin delivery therapy and planned to contact their healthcare provider for further assistance. Patient called back to let us know that pump is now on and at 100%. Cx would like to cancel RMA.